Event description:
There was an allegation of a questionable result for multiple assays from the cobas 8000 cobas c 502 module. Data was provided for one fructosamine result as an example. The initial result was 421 umol/l and the repeat result on (B)(6) 2021 was 296 umol/l. The questionable result was reported outside of the laboratory. The repeat result was believed to be correct. The reagent lot number was 575243. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service engineer found there was an issue with the slider on the sampling mechanism. He replaced the slider, sample probe, and both reagent probes. He performed adjustments, checked the photometer readings, and performed precision testing with results meeting specifications. The customer ran calibration and qc with results meeting specifications. The investigation determined the service actions resolved the issue.